Event description:
It was observed that during the device inspection, the gastrointestinal videoscope had foreign matter that came out of the nozzle. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: (kobe city medical center nishi municipal hospital, local independent administrative institution kobe city hospital organization); added here due to character limitation in respective field.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 18 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no deformation to the area where the foreign material was detected. Therefore, the cause of the material remaining in the device could not be determined. The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. The instruction manual states the detection method associated with the event in "gif/cf/pcf type 260 series, operation manual, chapter 3 ¿preparation and inspection", and preventative measures in "gif/cf/pcf/sif type 260 series, reprocessing manual, chapter 3 ¿cleaning, disinfection, and sterilization procedures". Olympus will continue to monitor field performance for this device.